Event description:
It was reported that the patient presented remotely. Upon review, the right ventricular (rv) lead exhibited noise oversensing. No intervention was made, the clinic would continue to monitor the lead. No patient symptom was reported.